Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed out of range impedances since implant 3 months ago. Loss of capture occurred at high outputs.